Event description:
It was reported that during initial implant procedure, patient's new atrial lead was dislodged multiple times. It was also noted that it was difficult to extend and retract the lead helix. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the lead helix retracted and clogged with blood. After cleaning, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region.